Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that the cardiosave intra-aortic balloon pump (iabp) was not working.

Manufacturer narrative:
Updated fields - b4, b5, d9, g6, h2, h3 , h6(health effect ¿ clinical code, type of investigation, investigation findings, health effect ¿ impact codes, investigation conclusions), h11. A getinge field service engineer (fse) was dispatched to evaluate the unit states unit was brought down with but had no description of problem. I found error code 112,111, and 118 in the logs. Per service manual the drive manifold needs to be replaced. I disassembled the unit and replaced the drive manifold assembly and the manifold tubing as well for precautionary measures. I reassembled the unit and performed a full pm per manufacture specifications, unit has passed all test and calibrations and is now ready for clinical use.

Event description:
It was reported that the cardiosave intra aortic balloon pump not working. It is unknown under which circumstances this event occurred and it is unknown whether a patient was involved or if there was any harm or injury.

Manufacturer narrative:
Updated fields: b4, g1 (contact person ¿ mfg site), g3, g6, h2, h11. Corrected fields: b5. It was reported that the cardiosave intra aortic balloon pump not working. It is unknown under which circumstances this event occurred and there was no harm or injury reported. A getinge field service engineer (fse) was dispatched to evaluate the unit states unit was brought down with but had no description of problem. I found error code 112,111, and 118 in the logs. Per service manual the drive manifold needs to be replaced. I disassembled the unit and replaced the drive manifold assembly and the manifold tubing as well for precautionary measures. I reassembled the unit and performed a full pm per manufacture specifications, unit has passed all test and calibrations and is now ready for clinical use.

Event description:
It was reported that the cardiosave intra aortic balloon pump not working. It is unknown under which circumstances this event occurred and there was no harm or injury reported